Manufacturer narrative:
The provided information was from maude report number 9563675. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. Review of the maude database revealed an event that was not previously reported to the manufacturer. The patient requested a lesion to be excised due to a retained foreign body. The removed body was determined to be a 100mm metal cannula that was approximately 4cm in length and 0.7cm in diameter. The device was utilized during the original surgery that was conducted approximately 2 years prior. No further information could be obtained due to the lack of information available.